Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that the patient is using the PICC for unknown chemo. Now the catheter is leaking, and they pulled it out. Additional information received april 22 2023: it was reported by the customer "the patient was not harmed but needed a new PICC." No other information was provided.